Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised due to aseptic loosening stem; age at primary: (B)(6); side: r; primary asa: p2-mild disease not incapacitating; revision njr index no: (B)(4); sex: m.

Manufacturer narrative:
After reevaluation of the initial report, it was determined this was a duplicate. This device/event was reported under 3010536692-2016-01076. Please void the initial and follow up reports.